Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Broken...brush head won¿t sit on the body anymore, it slips off - oral-b [device breakage] case narrative: consumer via e-mail stated that their oral-b toothbrush was broken. The oral-b toothbrush head would not sit on the body anymore. It slipped off. No injury was reported. 07-aug-2024 follow up via email: the suspect product lot was 3da24021938. No injury was reported. 07-aug-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3772. No injury was reported.

Event description:
Broken brush head won¿t sit on the body anymore, it slips off - oral-b [device breakage] . Case narrative: consumer via e-mail stated that their oral-b toothbrush was broken. The oral-b toothbrush head would not sit on the body anymore. It slipped off. No injury was reported. 07-aug-2024 follow up via email: the suspect product lot was 3da24021938. No injury was reported. 07-aug-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3772. No injury was reported. 16-sep-2024 case update: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported. 24-oct-2024 case update from information initially received on 16-sep-2024: the concomitant product lot was pc x332. No injury was reported.

Manufacturer narrative:
24-oct-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.